Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings were as follows: the rear partitions had dents, there was a fracture on the front mouth (does not affect functionality), corrosion was found inside the pump tubing, and a non-olympus lamp life meter with over 500 plus hours, (lamp life expired). This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source image was too dark to see the endoscopic image during a diagnostic colonoscopy procedure. It was also reported that the procedure was prolonged for 10 minutes, and the patient sedation was extended. The intended procedure was completed with another similar device. There were no reports of patient harm reported.

Manufacturer narrative:
Correction to d8, please see d8 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the visual was too dark due to an expired non-olympus lamp. The procedure was prolonged due to switching out the device. Olympus will continue to monitor field performance for this device.